Event description:
Procedure: esophagectomy. According to the reporter: while inserting the orvil, the anvil and tube disconnected and the anvil was left in the esophagus. The anvil was retrieved. The doctor states that they did pull the tube, but not pull it strong enough. The procedure was completed with another device. Operating time was extended by more than thirty minutes.

Manufacturer narrative:
(B)(4)